Manufacturer narrative:
No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a lead placement procedure, an imprecision of 2.7 millimeters was observed. It was reported that the imprecision was observed following a confirmation image acquisition at the end of the procedure. A navigus probe was then used to activate the guidance view and found that the nexprobe was not placed where originally planned. However, the unit was not revised as the surgeon was happy with lead simulation results. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Device evaluation: a manufacturer representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional. No parts were replaced. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Software investigation was initiated to determine probable cause. The logs and archive were reviewed but provided no additional insight regarding inaccuracy. The software investigation was unable to determine probable cause without further information. If information is provided in the future, a supplemental report will be issued.